Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and mildly calcified left superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon 3rd inflation, it was noted that the balloon ruptured at 8atm for 30 seconds. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and mildly calcified left superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon 3rd inflation, it was noted that the balloon ruptured at 8atm for 30 seconds. There were no patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.